Manufacturer narrative:
Based on the date code, we know this unit was made according to the original design. The connection between the carbon heater wire and the copper electrical wire may become loose due to excessive flexing, misuse or use beyond that recommended in the labeling. The condition has been duplicated in a lab under excessive abuse testing. The product has been redesigned and improvements implemented.

Event description:
Customer reported a heating pad leaving burn marks and burning her mattress. Heating pad caused minor burn to foot. Injury did not require medical attention.